Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial #, corresponds to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779.

Manufacturer narrative:
It was claimed that fuse blown frequently. There was no patient harm. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved by replacing capacitor for motor and the device was delivered to the user in working condition. If the compressor capacitor is defective, the compressor will fail to deliver compressed air (enough air pressure). A connected ventilator will then switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. Additionally, if no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated. The root cause of the issue has not been determined.

Event description:
It was reported that the compressor's fuse blown frequently. There was no patient harm. Manufacturer's ref.#: 907044.